Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized for the event. The patient was treated with etimicin and cefazolin sodium for peritonitis. Thirteen days after event onset, the patient was discharged from the hospital and was recovered from peritonitis. On an unknown date, pd therapy was discontinued. No additional information is available..

Manufacturer narrative:
Additional information: a2, b5, b6 and b7. B5: upon follow up, it was reported for eleven days, the patient was treated with etimicin sulfate injection (100mg, once daily, intraperitoneal, discontinued after nine (9) days) and cefazolin sodium for injection (1g, once daily, peritoneal dialysis, discontinued after nine (9) days) for peritonitis. Eight days after discharge, the patient experienced cloudy effluent "for half a day". It was reported that the patient refused hospitalization. No other information was available. Should additional relevant information become available, a supplemental report will be submitted.